Event description:
Additional information received indicated that the patient underwent a revision surgery only once which was performed on (B)(6) 2021.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H10 additional narrative: added: b5.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc is related to (B)(4) which reports about the primary surgery. This pc reports about the revision surgery will be performed due to recurrent dislocation. After the revision tha surgery performed on (B)(6) 2021, patient had a recurrent dislocation. It was reported that the patient underwent the revision tha surgery for replacing the cup on (B)(6) 2021. During the revision surgery, the cup was replaced for a zimmer biomet¿s g7 dual mobile system. The surgery was completed successfully. No further information is available.